Manufacturer narrative:
There was a second physician reported with this event, dr. (B)(6), and his contact info is (B)(6).

Event description:
As reported by the patients¿ attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.